Event description:
Unable to clear ua08.

Manufacturer narrative:
The autopulse device (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2012 and was analyzed. Revealed a cracked pt head restraint bracket. The archive data analysis showed multiple alarm_ID 8 (motor controller fault detected). The motor controller board was found defective, replaced the component.